Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was unable to charge and was seeing a reposition antenna screen when trying to start an implantable neurostimulator charging session. The patient reported a poor coupling screen after repositioning the antenna. That last time that the patient successfully charged their implantable neurostimulator was about 3 months prior to the report. The patient experienced a return of chronic pain. These were reported to have occurred on (B)(6) 2016. The patient had an appointment with their health care provider on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.